Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was stated that the pre-implantation aneurysm diameter was 55 mm. On (B)(6) 2014, a type ia endoleak was successfully treated with additional ballooning of the proximal neck. The reason for the type ia endoleak is unknown. The patient tolerated the procedure.